Event description:
Complaint was reported thru consumer relations: I have had an arthroplasty surgery in 2013 and on (B)(6) 2015 one of the instruments (a fusion bar, from dorsal to sacral spine) broke into two pieces. I would like to know if this situation is usual and if you have reports about it. I am suffering a lot of pain and my medical surgeon has suggested a new surgery to replace the fusion bar.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.